Manufacturer narrative:
Additional information: h6 evaluation codes: health effect - clinical code; type of investigation. Investigation summary: samples were not received for the investigation. One photo was provided however the reported condition could not be confirmed by the photo. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. The exact root cause of the reported condition could not be determined without an actual sample to examine. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. There is no indication of a systemic issue with the product or process. A corrective action is not applicable at this time. If a sample is received at a later date, this complaint will be reopened for further investigation. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The complainant indicated that it is unknown if the device will be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
Customer reported: black specks were observed on the inside of the packaging. The tech was preparing to use the needle for an immunization however, upon removing the cap from the needle he visually inspected it and found there to be a small chunk of plastic attached to the needle.